Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil was fractured near tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead the lead parameters were tested with the pacing system analyzer (psa) and pacing thresholds appeared high thus the lead was repositioned and re-tested, but the pacing thresholds appeared high once again. The ra lead was once again repositioned, and this time the parameters before extending the lead were normal then the physician extended the lead and measured the parameters through the psa and found the ra threshold were once again high. Finally the physician repositioned the lead in ra after maximum number of turns and the helix would not extend at all. The ra lead helix was attempted to be extended on the table after being explanted and not used but the helix would still not come out. The lead will be returned. No adverse patient effects were reported.